Event description:
Pleurx peel away sheath crumpled during pleurx insertion . A fresh peel away sheath was used from a new catheter for pleurx insertion 06-mar-2025- received an email response from complainant for information requested. Answers added in follow up tab. Refer email attached. (B)(6). As per pir, exposure to blood/bodily fluid - "yes" please confirm patient had any harm/injury? - no serious injury caused to the patient. Can you confirm that there are any serious injuries that occur to the patient? - no. - was there any impact to a patient, healthcare provider (hcp), user or other? - no impact to the patient or healthcare provider. - can you confirm that there are any serious injuries that occur to the patient? - no injuries to the patient were caused as per pir, exposure to blood/bodily fluid - "yes" please confirm- yes. - blood exposure- was the blood exposure hands, face/eyes? - no, only biopsy gun was exposed to body fluids and blood - were the physicians wearing gloves? - yes. 06-mar-2025- received an email response from complainant for information requested. Answers added in follow up tab. Refer email attached. (B)(6). As per pir, exposure to blood/bodily fluid - "yes" please confirm patient had any harm/injury? - patient had no injury but the procedure was completed with a fresh peel away sheath from another kit, procedure was delayed for 20 mins, there was a leak of patient pleural fluid from the pleurx catheter entry site. Can you confirm that there are any serious injuries that occur to the patient? - no serious injury but the procedure was delayed and there was a leakage of pleural fluid, the hcp had to manage with a fresh dliator and peel away sheath.

Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a050401. Patient problem code: f26. H10: the lot number for the device was provided. The device history records are currently under review. The device has not been returned. The investigation is currently underway. H10: d4 (expiration date: 03/2027). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Pleurx peel away sheath crumpled during pleurx insertion . A fresh peel away sheath was used from a new catheter for pleurx insertion 06-mar-2025- received an email response from complainant for information requested. Answers added in follow up tab. Refer email attached. (B)(6) as per pir, exposure to blood/bodily fluid - "yes" please confirm patient had any harm/injury?- no serious injury caused to the patient . Can you confirm that there are any serious injuries that occur to the patient?- no . - was there any impact to a patient, healthcare provider (hcp), user or other?- no impact to the patient or healthcare provider. - can you confirm that there are any serious injuries that occur to the patient?- no injuries to the patient were caused. As per pir, exposure to blood/bodily fluid - "yes" please confirm- yes . - blood exposure- was the blood exposure hands, face/eyes?- no , only biopsy gun was exposed to body fluids and blood . - were the physicians wearing gloves?- yes. 06-mar-2025- received an email response from complainant for information requested. As per pir, exposure to blood/bodily fluid - "yes" please confirm patient had any harm/injury?- patient had no injury but the procedure was completed with a fresh peel away sheath from another kit , procedure was delayed for 20 mins , there was a leak of patient pleural fluid from the pleurx catheter entry site . Can you confirm that there are any serious injuries that occur to the patient?- no serious injury but the procedure was delayed and there was a leakage of pleural fluid , the hcp had to manage with a fresh dliator and peel away sheath .

Manufacturer narrative:
H10: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. A quality notification was sent to the supplier in an effort to raise awareness. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.